Event description:
It was reported that the customer's insulin pump stopped working and alarmed motor error. The blood glucose reading was 235mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The caller stated that he noticed a crack in the drive support cap while priming, and it was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Cracked end cap and cracked reservoir tube lip noted during visual inspection. Support disk was inspected and no anomalies noted. Moisture damage was noted on electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.